Event description:
The homecare provider (hcp) reported the following info: (1) the pt was using a cr50 at his work when a no flow situation occurred. (2) the pt started to blackout. (3) 911 was called. (4) before the ambulance arrived at the scene, the pt blew into the cannula and the cr50 regained oxygen flow. (5) the pt was not taken to the hosp.